Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits and battery depletion. No information was received from the field regarding the device settings. After replacing the battery, normal functioned ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received h3 other text : device evaluation anticipated but not yet begun

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced.